Manufacturer narrative:
Eval summary - the device remains implanted and is not avail for eval. Product history records were reviewed and indicate the product met release criteria. No other complaints have been reported for this lot of product. Add'l info requested in 2007. This report was mailed to the FDA on 12/20/2007.

Event description:
A consumer reports vision in her right eye is not as bright as vision in the left eye. Both eyes have intraocular lens (iol) implants. The right eye has a natural iol and the left does not. Her implanting surgeon explanted the difference in the lenses and the pt stated she believes her reading vision is not as good in the right eye as in the left. During a phone f/u with the facility, a tech stated the consumer was seen earlier that day and her ucva in the od was 20/25 with j2 and the os was 20/60 with j1+2. Bcva in both eyes was 20/20. Add'l info has been requested from the implanting surgeon.